Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. During interrogation of the pacemaker, it was noted that the radio frequency (rf) telemetry was not functioning. Since patient is dependent, software upgrade was not performed to resolve the issue. The pacemaker will be interrogated using inductive telemetry going forward. The patient was in stable condition.